Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the dbs system wasn't working as intended and it wasn't programming right. The patient stated they thought they needed to get an MRI. The issue was resolved after 3-6 months. No patient symptoms or further complications were reported as a result of this event.